Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-06739 for details regarding the second device. According to the complainant, during the peg procedure, the guide wire was unable to advance through the gastrostomy tube. The procedure was successfully completed with another endovive standard peg kit device. There were no pt complications reported as a result of this event. This pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provided the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.